Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h, and h11 were updated. The damage was able to be confirmed. Based on the results of the investigation, the definitive root cause of the bending and shattering could not be determined. It is possible that the damage was caused by a considerable mechanical lever force or collision with other devices, lack of maintenance, or improper reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid optical laparoscope was bent and had shattered internal components. It is unknown when the issue occurred. There were no reports of patient harm.